Event description:
The head broke off the screw and the threaded end was left in the pt. A 10-minute surgical delay resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.